Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under-infusion during therapy. The device was programmed to deliver vancomycin 1.5g/500ml normal saline at a rate of 200ml/hour as a secondary infusion. The head height was reported between 6-24 inches from the top of the fluid in the primary bag. The primary bag was reported to infuse at a normal rate. There was no patient injury or medical intervention associated with this event. The device was tested by the customer biomedical department which reported twice as much solution remained than expected after completion of the infusion time of one hour. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under infusion which was reproduced during evaluation. The pressure plate travel was out of specification, leading to the under-infusion. The pressure plate was reworked to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.